Manufacturer narrative:
One opened straight polymer irrigation and aspiration tip was returned for the reported issue of a bent tip. The returned sample was visually inspected and was found to be non-conforming with cannula was observed to be bent/broken off near the over molded hub. The hub ribs were twisted in a spiraling motion. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned non-conforming sample was received opened. How and when the irrigation and aspiration tip became damaged cannot be determined from this evaluation; therefore, a root cause cannot be determined for the complaint as described by the customer. The most likely root cause is handling when placing the tip onto the handpiece the exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All irrigation and aspiration tips are 100% visually inspected prior to being released from the manufacturing facility. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that before cataract surgery two ophthalmic irrigation and aspiration tips from different lot were found bent. The surgery was completed on the same day with alternative tip and there was no patient impact.